Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with air and water. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had air/water flow issues and there was a crack on the scope connector. The issue were found during an unknown event. According to the customer, the intended procedure was completed. Additional information was requested but details were not known or provided by the reporter. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air supply, water supply volume, and water removal ability did not meet the standard value due to the clogged nozzle, a loose mouthpiece, the bending angle in the up direction and the play of the upward/downward knob did not meet the standard value due to the wear of angle wire, a cracked adhesive on the bending section cover, a white clouded area on the bending section cover, and peeled paint on the air/water cylinder. The following components were found with a white clouded area: bending section cover, adhesive around the light guide lens, and the adhesive around the objective lens. Additionally, the following components were found scratched: connecting tube, protector of the universal cord on the control section side, universal cord, and the image guide protector. The customer stated that the device was correctly reprocessed prior to the return to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: kita-harima general medical center corporation kita-harima general medical center (added here due to character limitation).